Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. This event also includes device (B)(4).

Event description:
On (B)(6) 2019, the patient was treated for an abdominal aortic aneurysm. The physician implanted two gore® excluder® iliac branch endoprostheses and a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent a procedure to repair a separation between the gore® excluder® aaa endoprosthesis and the 27mm gore® excluder® iliac branch endoprosthesis. A gore® excluder® aaa endoprosthesis was implanted to bridge the gap. The patient tolerated the procedure. The physician believes aortic remodeling from sac growth caused the issue.